Event description:
The lever is much more difficult to pull down causing bleeding.

Manufacturer narrative:
It was reported by the customer contact that "circumcisions performed by these mogans have resulted in increased bleeding at circ site, some of which required additional interventions". No additional information was provided. A sample has been requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.